Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received multiple hv shocks as a result of lead noise on the ventricular channel. Noise was also noted on the atrial lead. Crosstalk was also noted between the atrial and ventricular channels. Insulation abrasion due to friction between the atrial and ventricular leads was suspected. Fluoroscopy appeared to confirm this anomaly. The therapy was programmed off until lead replacement occurred two weeks later. The leads were capped and replaced. The patient was fine after the replacement procedure.